Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 344 mg/dl, which was treated with the insulin pump. The customer stated that the insulin pump has had alarmed button errors before. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with a cracked case at display window corner, minor scratches on lcd window and broken reservoir tube lip.